Event description:
Saline sprayed out of the nearport while clinician flushed the distal end of the IV tubing. Patient was re-stuck for new IV. "I received an incident report from a sitter stating she had been sprayed with saline while a nurse was flushing the port of a pivo nearport IV. The nurse states she flushed the IV at the distal port and the saline ejected from the proximal port, spraying on to the sitter. The IV/tubing did not appear to be damaged. The IV itself was then changed by the IV access team, no damage was noted, but the IV was not kept for inspection."

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the data collected for identification of emerging trends. In this MDR, bd franklin lakes, nj has been listed in sections d3. And g1. As the manufacturing site is unknown.